Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that it was discovered that the in-situ plate cutter had fractured at the tip during phase 1 training.

Manufacturer narrative:
The reported event that the in-situ plate cutter fractured at the tip could be confirmed. The visual inspection showed that a piece of the lower cutting edge has broken off and a crack is visible, originating from the lower cutting edge. The fracture surface reveals a straight surface and sharp edges indicating a fracture due to an overload situation. Additionally, the upper cutting edge reveals several grooves, most likely due to cutting hard objects like e.g. K-wires. The DHR review as well as the performed hardness measurement confirmed that the device was manufactured according to specification. Based on the characteristics of the fracture surface as well as the found grooves at the cutting edge, the root cause for the breakage can be attributed to a user related issue most likely due to cutting inappropriate and/or too hard objects. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no preventive/corrective action is required at this time.

Event description:
It was reported that it was discovered that the in-situ plate cutter had fractured at the tip during phase 1 training.